Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Multiple recordings for crt interrupt have been transmitted to home monitoring. Some of these contain short periods of possible lead noise. At this time all other values appear normal with the lead. Patient will be monitored. Lead remains implanted. Should additional information be received, this file will be updated.